Event description:
The distributor has reported on behalf of their customer that the catheter was zero balanced prior to insertion. It was further reported that after insertion, intracranial pressure monitoring was conducted for awhile and error code "e01" displayed and the device stopped monitoring.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.